Event description:
A report was received that the patient underwent an ipg and lead explant due to an open wound over the ipg. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg and lead explant due to an open wound over the ipg. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg and lead explant due to an open wound over the ipg. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg and lead explant due to an open wound over the ipg. The patient was given oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Additional information received indicates that the patient continues to have issues with healing at the pocket site due to dead skin. The physician will remove the dead skin and stitch the pocket closed.

Manufacturer narrative:
Additional information received indicates that the physician removed the dead skin and stitched the pocket closed. After healing the physician implanted a new scs system. The patient is reportedly well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2208-50 serial:(B)(4) description: st linear lead 50cm explanted devices will not be returned to bsn as they were discarded by medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
.